Manufacturer narrative:
Medical safety reviewed the event. The event describes an unintentional device misuse resulting in removal and replacement of the device. The patient presented in cardiogenic shock secondary to acute myocardial infarction and underwent impella support placement. An impella cp device was selected. During device placement, a complication occurred. The physician verified that the guidewire had been removed and the impella cp device was started. Subsequently, it was identified that the distal portion of the guidewire became entangled with the motor, resulting an impella stop error. The impella cp device and the guidewire were removed together through the introducer sheath. A second impella cp device was prepared and successfully implanted without complication. The replacement device provided circulatory support for approximately three days. Thereafter, life-sustaining therapy was withdrawn, and the patient expired. Impella cp pump 1 is a death type of reportable event. Change in reportability: after review of the case by medical safety, it was determined the impella cp is a death type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes) have been updated, corrected accordingly. Date of death: the exact date of death is unknown but has been captured as the date of explant. If actual information becomes known, a supplemental report will be submitted. Note: h6: device problem/component/investigation coding remains unchanged.

Manufacturer narrative:
Investigation summary: impella cp #(B)(6) and guidewire returned. No data logs were returned. Pump did not start/use against labeling: as per clinical information reported pump was started before removing guidewire and the distal tip of the wire inside pump got wrapped around motor. Later device was replaced after pump stop alarm. The product was returned for investigation. Visual inspection of guidewire revealed deformation or kinking at distal tip of the wire. Also, visual inspection of pump showed scratch or some minor dent marks at the impeller likely due to guidewire interaction when pump was accidently started with wire in place. But the pump was tested in bucket of water and ran without any issues. No other abnormalities found. As per IFU 0048-9007, the guidewire should be completely removed before pump start. The cause of the pump did not start/use against labelling issue was use related since IFU instructions were not followed during procedure. Hemodynamic instability: the cause of injury is not determined due to insufficient clinical information. Device history lot: device lot: 1833157. Device history batch: subcomponent lot: n/a. Device history review: device sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 74 year old female was implanted with a impella cp for support during a high risk cardiac procedure. As impella cross av otw the physician asked can we start, he was asked if wire had been removed to which he said yes. Impella was started however distal tip of wire became wrapped around motor. And impella stopped error displayed. Impella and wire removed through cp sheath and another impella device prepped and inserted w/o issue.